Event description:
The pt twisted her ankle and talar component became loose. Poly wear was noted intraoperatively.

Manufacturer narrative:
Examination was not possible, as the prods were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided info states the loosening and wear were caused by the pt twisting her ankle. The investigation could not verify or identify any prod contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the prods and/or any add'l info be rec'd to change the outcome of the performed investigation, the complaint will be re-opened.